Manufacturer narrative:
Pr (B)(4). A supplemental submission will be completed if additional information or sample becomes available. No lot, batch or sample provided-available.

Event description:
I would like to inform you about a defective lockable drainage line. During drainage the access tip has disconnected from the lockable drainage line. I would like to give you an update only the "nose" on the valve is broken off. That's why, the drainage tube has not held the valve. No patient harm.